Manufacturer narrative:
The associated device was reprogrammed from ddd mode to aai. The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that back in (B)(6) 2010, this right ventricular (rv) lead dislodged. No adverse patient effects were reported. The dislodgement did not affect pacing in the ventricle as the patient has sick sinus syndrome with good av conduction.